Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing (pptwos). Programming changes were implemented. The patient was stable throughout.